Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified right superficial femoral artery (sfa). After crossing a non-bsc guidewire and deploying a non-bsc stent, a 6.0 x 150, 135cm mustang balloon catheter was advanced for post dilatation. The balloon was initially inflated at 8 atmospheres for 5 seconds however, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.